Event description:
It was reported that the zosyn medication was programmed to run for four (4) hours, but the pump ran within thirty (30) minutes. The event occurred on (B)(6) 2025. IV started at 0949iv started at 0949. Device removed from alaris system at 1007. Device stated 0.349mls delivered which nurses stated was incorrect. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c07 - mechanical problem identified, d15 - cause not established, g04037 - cover, e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact. Additional information: device eval by manufacturer? Describe event or problem, imdrf annex a, g, b, c, d, e, f codes and manufacturer narrative. Investigation summary: the report of a zosyn (piperacillin-tazobactam) over infusion was not confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occluder observed the device passing both tests. The incident administration set was not returned for this investigation; therefore, testing could not be performed. A review of the suspect pump module s/n: (B)(6) error log was performed, and no errors or anomalies were noted on the reported event date. On (B)(6) 2025 at 12:00 pm the pump module alarmed for safety clamp open (administration set inserted). An infusion was programmed and started for piperacillin/tazo (drug ID 347) at a rate of 25 ml/hr, volume to be infused (vtbi) of 100 ml and a drug amount of 3.375 g. The infusion was paused and the pump module alarmed for safety clamp open. At 12:01 pm an intermittent infusion was programmed and started at a rate of 25 ml/hr, vtbi of 100 ml and a drug amount of 3.375 g. The pump module alarmed for occlusion on patient side. At 12:02 pm the pump module alarmed for safety clamp opened two (2) times. The first one the door was open and the second one the door was closed. The pump module was channeled off at 12:03 pm. At 12:06 pm an intermittent infusion was programmed and started for piperacillin/tazo (drug ID 347) at a rate of 25 ml/hr, vtbi of 100 ml and a drug amount of 3.375 g. The pump module alarmed for occlusion on patient side. The pump module alarmed for safety clamp open and the infusion was restarted. The unit was channeled off and removed at 12:07 pm. A primary volume infused (pvi) of 0.349 ml was recorded. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it can only reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The alaris system user manual v12.1.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. Note that this report lists imdrf annex a040506, a040502, a1801, g0301201, g02017, g04070, c23, c070606, c060, d0302, d02, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Root cause: the root cause of the reported zosyn over infusion could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the zosyn medication was programmed to run for four (4) hours, but the pump ran within thirty (30) minutes. The event occurred on 01jan2025. IV started at 0949iv started at 0949. Device removed from alaris system at 1007. Device stated 0.349mls delivered which nurses stated was incorrect. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown. Bd received additional information. It was reported that there was no patient harm.

Event description:
It was reported that the zosyn medication was programmed to run for four (4) hours, but the pump ran within thirty (30) minutes. The event occurred on 01jan2025. IV started at 0949iv started at 0949. Device removed from alaris system at 1007. Device stated 0.349mls delivered which nurses stated was incorrect. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit: concomitant med prod data (8015), c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported over infusion was not able to be confirmed. An external inspection could not be performed, however during a site visit a technical practice consultant found the suspect device had a rear case damage from the front, upper and right corner, the door assembly, platen assembly and membrane assembly were in good conditions, the pivot screw was observed to be fully inserted, no other obvious issues or anomalies were observed. Per bd alaris system with guardrails suite mx v12.1.3 inspection requirements states: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function before reuse. If an instrument appears damaged, contact bd for authorization to return it for repair. The alaris user manual also states within warnings and cautions, ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Root cause: the root cause for the reported over infusion was not able to be determined since there were no devices or logs returned for investigation.